Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing revealed multiple impedance issues on both leads. As a result, surgical intervention may occurred on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1- initial reporter.